Event description:
Hosp reported that 8pcs of wato ex20 anesthesia machine's breathing sys upper cover was slightly cracked. There was no pt injury reported. The wato ex20 anesthesia machine was not marketed in the us, but we have a series anesthesia machine distributed in the us. The technical specification of the two types of anesthesia machines is different in the material, components and production process. Also the material of upper cover is different.

Manufacturer narrative:
The problem upper cover was still on the way returning to the mindray for investigation. Based on the info at hand, the cracks might lead to the leakage of the anesthetic gases in certain circumstance. We will submit follow up report once we complete the returned product analysis.